Event description:
It was reported that customer had experienced high blood glucose level. The high blood glucose level of customer was 29.3 mmol/l. Customer noticed blood glucose levels had risen quickly to 19.2 mmol/l and gave themselves another bolus. Customer found that blood glucose had risen roughly 3mmol/l whenever they insert a new infusion site, however never that high. Later that night customer woke up with blood glucose level 24.2mmol/l. It was unknown that whether the auto mode feature was active at the time of incident. Insulin pump had insulin flow block alarm. The infusion set was bent and did not pierce the skin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.